Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg can no longer communicate with the charger and programmer due to it becoming inoperable . As a result, the patient will undergo surgical intervention.